Event description:
It was reported that this right ventricular (rv) lead exhibited suboptimal impedance and high pacing threshold measurements; therefore, the system was programmed to left ventricular (lv) pacing only. At this time, no further information is available. This lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).